Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dkl) in both eyes, at the one day post operative visit. The patient was asymptomatic. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.